Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the needle separated from the sensor. The complaint was against the enlite-serter.

Event description:
It was reported via phone call that the customer's sensor had an issue. No further details were given. The sensor was returned for analysis.